Manufacturer narrative:
(B)(4). The customer returned one opened cvc set with multiple components, including an arrow raulerson syringe (ars) and an 18ga introducer needle for analysis. No definite signs of use were observed. Initial visual inspection of the ars and introducer needle did not reveal any anomalies or defects. After the ars failed functional testing (see below), the handle was broken to examine the valves inside. The valve mechanism should consist of two bi-lateral valves and a spacer. Visual inspection of the handle revealed that the proximal valved contained a hole in the middle of the valve opening. The returned sample was functionally tested with the returned introducer needle per the instructions for use provided with this kit. The IFU states, "insert introducer needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate". The ars aspirated water and air with or without the returned introducer needle attached. The module requirement document for raulerson syringes (amrq-000113 rev.05) was reviewed to determine requirements for air/water leakage. The document notes a deviation from iso 7886-1: "the freedom of air and liquid leakage past the piston requirement is design restrictive and is intended for an injection-intended syringe, not the ars. The opening in the center of the piston that allows passage of the inner cannula prohibits the ars from meeting the pressure and vacuum requirements as dictated by the standard. However, because the intended use of the ars is to allow aspiration of blood to ensure venous placement of the introducer needle and to aid in the insertion of the spring wire guide, the leakage requirements of a standard syringe are not applicable to the ars." A vacuum test was performed on the ars syringes in order to verify that the internal valves within the plunger body were intact. With the plunger body at the bottom of the syringe, the tip of the ars was occluded, and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and did not snap back into a position = 1cc from the starting position. Therefore, the internal valves of the ars are not functioning as intended. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "insert introducer needle or catheter/ needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate". The report of an ars leak was confirmed through complaint investigation. After failing the vacuum pull test , the ars handle was opened to observe the internal bi-valves. Visual analysis revealed that the proximal bivalve contained a hole in the center of the valve opening. Based on the customer report and the sample received, manufacturing caused or contributed to this event. A CAPA was implemented in july 2022 to address the issue of damage to the ars bi-valves. This implementation date occurred after the manufacturing date of the ars involved with this complaint (june 2022). Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the arrow raulerson syringe (ars) was found leaking during use on the patient. The patient's condition is reported as fine.

Event description:
It was reported the arrow raulerson syringe (ars) was found leaking during use on the patient. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).